Event description:
It was reported the device was used during a video assisted pneumonectomy. It was reported the device was fired 4 times during the case and became increasingly more difficult to fire from the first to the last firing. On the 4th firing of the ets the surgeon fired instrument and it did not staple properly and the black handle would not open to release the jaws. The handles were manually opened to release the jaws. A full staple line was achieved on one side, a partial staple line on the other. Some of the staple drivers did not come forward on that side. Another instrument was opened to complete the case. There was bleeding but it was not clear whether it was because of the staple line or because the lung tissue was thick and bleeding. Clips were used to control the bleeding. There was no consequence to the pt.